Event description:
Customer responded to 81 year old male with known cardiac condition. Device was used to pace patient as well as deliver 15 shocks. Device was charged to deliver 16th shock but device internally discharged and stock was not delivered. Device continued to pace patient. Patient was put on a backup device and was transported to hospital. Service representative duplicated reported condition. Device was repaired and proper operation was confirmed.